Event description:
It was reported that the event involved a female patent in the renal dialysis unit. The physician placed a cannon plus ii catheter in the patient. This was the first time the physician inserted a cannon catheter during a trial and evaluation period. After the catheter was inserted, the patient went straight to the dialysis unit to receive dialysis. As soon as the patient started to dialyze, alarms rang regarding air in the circuit. The dialysis rn caring for this patient went to follow up on the alarms and noticed visible air in the circuit of the dialysis machine along with blood bubbling or leaking from the connection of the extension lines and the compression cap. They immediately called the physician to request the line be removed and another catheter to be inserted. As a result, the cannon plus ii catheter was removed and it was replaced with a cardiomed catheter. Additional information received from the sales representative on 9/15/2010 stated the patient did not loose any blood and is absolutely fine and doing well.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.